Manufacturer narrative:
Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, as well as an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Mild-moderate stenosis will typically not require intervention, whereas severe stenosis is more likely to be clinically significant and require intervention. Per the instructions for use (IFU), the edwards sapien transcatheter heart valve model was designed for transcatheter implantation in patients with severe aortic stenosis (as) and contraindicated for pre-existing prosthetic heart valves. In addition, valve stenosis is a known potential complication after tavr. Moreover, cardiac failure/low cardiac output and cardiogenic shock are a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, and bioprosthetic heart valves. The sapien was used off label for the valve in surgical valve procedure the sapien valve is not indicated for use over in conjunction with other valves. In this case, in addition to the patient's underlying chf, significant coronary heart disease requiring a previous avr, other co-morbidities/risk factors, and increasing age, could have contributed to the event. No further actions are possible at this time.

Manufacturer narrative:
(B)(6). The device was not returned for evaluation as it remains implanted. The DHR review of the sapien valve did not reveal any issues during manufacturing that could have contributed to the reported event. Cardiac catheter report from (B)(6) 2011 (date of re-intervention received from customer). Excerpts from catheter report: indication (B)(6) male with avr with 27mm mosaic valve in 2004. Developed severe stenosis of bioprosthetic valve associated with severe lv dysfunction. Transapical implantation of 26mm edwards sapien valve on (B)(6) 2011. Post implantation gradient of 19mmhg from patient prosthesis mismatch. Now developed new stenosis of aortic valve replacement. Toe suggest restriction in movement of sapien leaflet, progressive shock with requirement of iabp and inotropic support for redo valve-in-valve. Interventional cardiologist letter from (B)(6) 2011 (date of re-intervention received from customer). Excerpts from cardiologist letter: further evaluation with a 3d tee and careful gradient assessment revealed the pathology most likely to be secondary to restenosis of the edwards sapien valve leaflet. Echocardiographically, the edwards sapien valve leaflet did appear stiffened and more immobile. The exact mechanism is unknown. No clear thrombus has been seen. We have decided to offer the patient a rescue procedure with a redo valve-in-valve. Cine and tee images of the initial sapien implant and of the subsequent valve-in-valve were submitted to edwards lifesciences and were reviewed by an edwards medical director. Observations: cine (B)(6) 2011: s/p avr (mosaic 2004), not severely calcified, mod ao root calcification. Poor image intensifier angle, as the middle sinus cannot be identified (lao 19/ cran 2). No bav on images provided. Good coaxial alignment of delivery sheath/catheter/valve. Good valve positioning, 50/50 to the mosaic valve annulus. Sapien deployment reveals possible bunching of the mosaic valve leaflets, primarily at the commissures. Cine (B)(6) 2011: s/p valve-in-valve with core valve in sapien. Post dilation balloon watermelon seeds. Bav catheter caught in distal portion of the valve frame. Attempt at snaring the errant bav catheter resulted in dislodgement of the entire core valve. Valve subsequently positioned in the distal descending thoracic aorta. Second core valve positioned within sapien valve tee (B)(6) 2011: annulus of mosaic=23.6. Aortic regurgitation. By tee, significant mosaic valve leaflet tissue is observed around the aortic aspect of the sapien valve frame. However, the sapien valve leaflets appear to be moving normally. Mild pvl observed near the posterior wall of the aorta. No central leak. Tee (B)(6) 2011: restricted leaflet motion of the lcc and rcc, without any motion of the ncc of the sapien valve. No evidence of valve migration from (B)(6) 2011 echo. Mean gradient across sapien valve= 45mmhg, v-max=4.5 m/sec, consistent with severe as. Valve performance (peak velocity and mean gradient) were not available for the sapien valve (B)(6), therefore, it is uncertain whether valve performance was compromised after the initial valve-in valve. Impressions: after sapien to mosaic viv, there is evidence of bunching of the calcified mosaic leaflets at the stent posts. Sapien valve positioning and deployment appear unremarkable with the exception of the mosaic leaflet bunching/overhang. As no tee valve performance data are available post sapien deployment, it is impossible to determine the influence of the mosaic valve bunching and overhang as the proximate cause of the premature sapien valve stenosis.

Event description:
As reported by the edwards clinical specialist, approximately 3 months post procedure the patient was admitted to the local hospital for chf nyha class 4 and cardiogenic shock. After further examination it was determined that the patients sapien leaflets had developed "some type of stenosis or recalcification" and the decision was made to perform a valve-in-valve-in-valve (corevalve into sapien into mosaic) procedure. The patient initially had a mosaic surgical heart valve implanted in 2004. The patient had progressive stenosis leading to chf nyha 3 and severe lv dysfunction, treated with valve-in-valve with a sapien on (B)(6) 2011. The sapien stenosis was treated with implant of a corevalve.

Manufacturer narrative:
Investigation ongoing.